Event description:
Healthcare professional reported right side "ruptured". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "ruptured". The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "ruptured". The device has been explanted.